Event description:
It was reported that a user received a pairing failed alert after starting a new libre 3+ sensor while using the ilet system, and readings resumed after the user restarted the ilet. Symptoms included no reported changes in blood glucose. Outcomes included no impact to blood glucose and no need for further assistance. Investigation included guided troubleshooting and user education by customer care, including a device restart. Investigation of this case revealed that the issue was resolved with a restart, consistent with a transient communication or pairing disruption between the ilet and the libre 3+ sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface or transient connectivity error that resolved with standard troubleshooting.